Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfilling issue. The following information was provided by the initial reporter. The customer stated: customer problem: after further evaluation was decided to open a new case since noticed the second lot no. Provided on the related case was an issue with a different product number. As per initial e mail, is stated in there, usually when you draw blood there is a suction that occurs that fills the tube. We are all experiencing an issue, the affected tubes do not have adequate suction to fill itself with blood. Lot # 3136149 have very little suction.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfilling issue. The following information was provided by the initial reporter. The customer stated: customer problem: after further evaluation was decided to open a new case since noticed the second lot no. Provided on the related case was an issue with a different product number. As per initial e mail, is stated in there, usually when you draw blood there is a suction that occurs that fills the tube. We are all experiencing an issue, the affected tubes do not have adequate suction to fill itself with blood. Lot # 3136149 have very little suction.